Event description:
Healthcare professional reported, "port leak from loose plate at join." On the diagram this note was entered "leaking base plate." The access port was removed and replaced. Follow-up findings: diagnostic testing indicated "small pouch" and 7 mls added. Another 1.5 mls added 16 days later (total 9.5 mls). After another 18 days, 8.5 mls remained in system and presumed leak in system.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and model number. The information has not yet been received by allergan as it is not known by the explant surgeon. Based upon the estimated implant year provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, model number or the exact implant date as it is not known by the explant surgeon. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."